Manufacturer narrative:
Device evaluation: returned device was received with scatched up tank cover. During the evaluation of the device, all alarms were triggered and sounded as they should contrary to the customer complaint. The customer reported condition was not confirmed. No fault found. Manufacturing DHR review is not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that the alarm sound on the level 1 hotline low flow system (hl-90) was muffled towards the end of the alarm. No patient injury or complications were reported in relation to this event.